Event description:
It was reported that the pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. The distributor is waiting for the return of the pump to examine it for any issues.